Event description:
Event description cpi received information that the patient felt the symptoms of an arrhythmia and heard the beep from the implantable cardioverter defibrillator (ICD), but did not feel a shock.